Event description:
Patient brought into room in wheelchair. Patient stood up walked over to procedure table for ultrasound. When she tried to sit on table, the table moved and patient fell to the floor fracturing bone in arm. This happened despite brakes being locked. Biomed determined that brakes were not working appropriately.